Event description:
The customer stated that she was treated by paramedics due to hypoglycemia. The blood glucose reading was not reported. The customer stated that she does not remember anything about the event, other than it was a busy day and her blood glucose level dropped low. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.